Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via phone call keypad anomaly. Customer advised that some of the buttons on the device are hard to push. Customer advised they will call back to troubleshoot the device as they are busy at this time.